Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharge home. The patient returned to the hospital on (B)(6) 2016 exhibiting vaginal bleeding. The physician thought the patient had an "infection of the endometrium" and the patient was discharged home. On (B)(6) 2016 the patient returned to the hospital exhibiting "heavy bleeding" and syncope. The physician then performed a "laparotomy which showed a defect in the anterior uterine wall with a 1-2 cm defect with bleeding from it". The physician then performed a hysterectomy. The patient received a 6 unit blood transfusion and was discharged home on (B)(6) 2016. The histology from the uterus showed necrosis of the lower uterine segment and thick walled blood vessels which was thought to be the source of the bleeding.